Manufacturer narrative:
Customer stated environmental conditions may have played a part in his reaction. It was reportedly a hot, 107 degree, humid day and he had exerted himself by fixing a shower drain before the reaction occurred. The IFU for the fentanyl patch notes the following under important risk information, exposure to heat: ...patients wearing fentanyl transdermal systems who develop fever or increased core body temperature due to strenuous exertion are also at risk for increased fentanyl exposure and may require an adjustment in the dose of fentanyl transdermal system to avoid overdose and death. (B)(4). 3m notified mallinckrodt pharmaceuticals (manufacturer of the fentanyl patch) about the reported event. A review of medical complaint trending for the tegaderm product family shows no unusual trending. This is the first complaint for lot number 2019-10 pm. Complaints will continue to be monitored.

Event description:
A (B)(6) y/o male customer reportedly experienced nausea, vomiting, increased temperature, perfuse sweating, light headedness, loss of feeling in hands and arms, and difficulty staying conscious about 24 hours following application of a (B)(4) tegaderm dressing used to secure a fentanyl patch. He reportedly removed the fentanyl patch and dressing, symptoms started to resolve and no additional medical treatment was received. Customer reported he felt better 4.5 hours after removal of the patch and dressing.